Event description:
It was reported post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion being treated was located in the left anterior descending (lad) artery. One year and six months post the initial procedure, the patient presented with an acute st elevation myocardial infarction (mi). Angiography showed the taxus express2 drug eluting stent in the lad was clotted off and totally occluded. The clot was aspirated with a non-boston scientific catheter. The thrombosis was treated with a 2.5x15mm non-boston scientific balloon and a 2.75x20mm liberte bare metal stent. An iabp catheter was inserted. The patient was discharged on 2 days later. Patient status reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a falure analysis is not available, and we are not able to determine the root cause of this event.